Event description:
It was reported, a pocket fill occurred at refill on 10/29. The patient was hospitalized overnight as a precaution. The next day, the drug concentration was changed and a bridge bolus was not done. The physician elected to stop the infusion and reprogram the bridge bolus. The drug being used in the pump was hydromorphone. Additional information received reported symptoms of overdose with respiratory depression occurred. It was also reported patient had an outcome of no injury.

Manufacturer narrative:
Product ID, neu_unknown_cath, serial# (B)(4), implanted: 1999 (B)(6), product type catheter product ID, 8840 lot# serial# unknown, product type programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).